Event description:
It was reported that during a procedure of the heavily calcified, critically stenosed, distal external iliac artery the absolute pro stent was deployed, however, after deployment widened segments of distal stent were noted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: choice pt, inflation: merit, guide cath: 5f 90cm omni flush, sheath: 6f prelude pro 11 cm; 6f 45cm destination. Evaluation summary: the device was returned for analysis. The stent damage could not be replicated in a testing environment as it was based on operational circumstances and the stent remains implanted in the patient. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.